Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that upon removal of sensor on (B)(6) 2013 due to sensor failure soon after insertion, the sensor wire was not visible on the underside of sensor pod. On (B)(6) 2013, patient's mother took patient to the emergency room for an x-ray of the insertion site. The x-ray showed no remnant of the sensor wire in patient's abdomen. At the time of her call to technical support, patient's mother reported that patient is in fine condition.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.